Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited high pacing impedance and no capture. Ra lead fracture was suspected. The ra lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
Correction: manufacturing site information was incorrect, and should be listed as st. Jude medical, inc. (Crm-sylmar) 2017865